Event description:
A complaint of not receiving the replacement adc fs lancing device, initially due to fs lancing device cap missing. As a result, the customer had symptoms of hyperglycemia and experienced a headache and tinging on her feet. The customer presented to the emergency room where they were provided a glucose and insulin drip for treatment. No further information was provided as the caller declined to continues troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lancing device ii; no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.